Event description:
It was reported that console displayed error codes 201 (shutter failed) and 202 (safety shutter failed to block beam (not closed)) during a case. The procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.